Manufacturer narrative:
(B)(4). The customer reported that the device did not deliver a shock. There was no report of patient impact or involvement. Philips evaluated the device locally and could not reproduce the reported symptom. We cannot determine the cause because the symptom could not be reproduced.

Event description:
The customer reported that the device did not deliver a shock. There was no report of patient impact or involvement.